Manufacturer narrative:
Evaluation of the returned device found it to meet specification.

Event description:
It was reported patient underwent a phoenix antegrade nail procedure on (B)(6) 2013. During the procedure, it was noted the alignment system did not line up with the nail. The surgeon opened another alignment system but it did not align with the nail due to the nail was bent. The connecting bolt that connects the jig to the nail fractured while the surgeon was tightening it. The surgeon drilled free hand into the femoral head. The distal threads of the guide wire remain inside the patient. As a result, there was a 2 hour delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement. " device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00354 / 00356).

Manufacturer narrative:
This follow-up report is being filed to correct information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: 14-442018 recon targeting arm 356860; unknown 3.2 x560 guide wire. Complaint sample was evaluated and the reported event was confirmed. The examined devices consisted of the separated targeting arm assembly, femoral nail and fractured bolt. The driver assembly metal and composite are loose, which may contribute to the misalignment problem. The screw connecting the 2 targeting arm parts are missing, but the parts fit together well and the threads appear functional. The nail appears as designed.the connecting bolt has fractured with the distal end fracture surface, which shows post-fracture damage obscures many fracture features. The proximal end¿s fracture surface is showing less post-fracture damage. Remaining artifacts suggest the fracture was possibly from bending overload. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required evaluation of the returned components and manufacturing history indicate the returned products were manufactured to design specification. Review of this part with trauma design engineer he noted this was the older style and agreed with research engineer's evaluation; fracture likely occurred due to bending overload; this is constant with observations on targeting arm. Root cause attributed to improper surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.